Event description:
It was reported that the attachment was heating up during a procedure. The doctor noticed blisters in the pt's mouth that were about an inch long. They applied antibiotic ointment to the blisters. No additional treatment will be necessary. Another drill was used to complete the procedure.

Manufacturer narrative:
The service technician confirmed the event and determined the device overheated due to buildup of debris inside the device and excessive corrosion internally. The device was repaired and returned to the customer.